Event description:
It was reported that at the beginning of a turp (transurethral resection of the prostate) procedure the tip broke in the pt's bladder. The broken piece was removed by irrigation. There was no pt injury.

Manufacturer narrative:
Eval summary: visual inspection of the sheath with partial broken ceramic tip (jagged edges) showed approx 10-15% missing. There was no discoloration found on the tip. The exact root cause of the breakage cannot be determined. It is possible that contact at some point in time, caused the material of the tip to crack very slightly and then completely break when used. The customer purchased the sheath (B)(6), 2010. This particular sheath was repaired with a new ceramic tip following the investigation. Cause: no conclusion can be drawn.